Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient referred to hearing a background noise.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device is currently still implanted; a date for re-implantation has not been scheduled yet.

Event description:
The patient reports hearing a background noise (like rain). External parts were replaced but the problem was not solved.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reports hearing a background noise (like rain). The patient has been re-implanted.